Manufacturer narrative:
As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection found the helix to be partially extended and clogged with blood. X-ray examination found over-torque of the inner coil at the connector region consistent with procedural damage. After cutting the lead, cleaning the distal portion of the lead and applying torque directly to the inner coil, the helix could be extended and retracted. The measured full helix extension length was within specification. The reported events of dislodgement and r-wave amplitude variation were not confirmed.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During a follow-up in clinic, low sensing values were observed on the right ventricular (rv) lead. X-ray imaging was performed and confirmed dislodgement of the rv, left ventricular (lv), and right atrial (ra) lead. The suspected cause of the dislodgement was due to twiddler's syndrome. The rv and ra lead were explanted and replaced. The patient was stable. Related manufacturer report number: 2017865-2020-03031. 2017865-2020-03032.